Event description:
One patient sample with discrepant free t4 results when compared to results from a different analyzer, different methodology. Initial result gave 27.5 pmol/l; repeated gave 22.3 pmol/l. The investigational unit did not verify the customer's complaint. A specific root cause could not be identified. Information was not provided to determine if the tests were performed in parallel or if the same sample was utilized in the comparison. The difference between the results from the two instruments could be caused by the two test system differences. No adverse events were reported.